Event description:
The patient received his paddle lead on (B)(6) 2011. It was reported the patient experienced severe stomach pain when the stimulation was activated. The patient's doctor believes the lead irritated a nerve and the pain will settle down over time. Attempts to gather additional information were unsuccessful. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.